Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement due to normal elective replacement indicator (eri), low pacing impedance and noise resulting in oversensing were observed on the atrial lead. During the procedure, the atrial lead was capped and replaced to resolve the event and the patient was in stable condition.